Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt and check therapy pad messages) has been confirmed. Upon investigation the electrode belt failed an ECG falloff test. The cause for the failure was isolated to an unused, migrating pulse wire in ECG "c" piercing into violet (agnd) wire. The root cause for the migrated wire has not been positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was experiencing "adjust belt" and "check therapy pad" messages.